Manufacturer narrative:
This report is being supplemented to provide additional information ,based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely, that the event occurred, due to a broken/burnt out lamp. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred, during an unknown therapeutic procedure. About 6 months ago.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation lamp not lighting was confirmed. The device evaluation found the lamp did not light due to light burn-out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the halogen light source does not light. There were no reports of patient harm.